Event description:
Team member opened medic anti-stick needle m8-5007 expiration: 8/31/27 and lot# 41180009 noting black discoloration in the cannula and prior to and independent of drawing up medication. No patient harm or exposure.